Event description:
It was reported via repair work order that allegedly when the bed is locked and head up is pressed the bed would unlock. It was further reported that there was an alleged injury, however, this has not been confirmed.

Event description:
It was reported via repair work order that allegedly when the bed is locked and head up is pressed, the bed would unlock. It was further reported that there was an alleged injury, however, this has not been confirmed.

Manufacturer narrative:
The bed was evaluated and determined to be working to specifications, no defect was found. An alleged injury was reported to be associated with this event, however, the injury has not been confirmed and no details have been provided. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
It was also confirmed with the customer that no report was filed for the alleged caregiver back strain injury mentioned in the service report and no further action was needed.